Event description:
It was reported that customer experienced cgm error that had occurred on a previous day, and customer restarted pump independently to address issue. There was no reported impact to the customer¿s blood glucose level. Customer reset pump, error did not reappear, and customer was able to resume insulin delivery and restart sensor session successfully.